Manufacturer narrative:
E1 (initial reporter address 2): (B)(6). H6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: the returned speedband superview super 7 was analyzed, and a visual inspection revealed damaged teeth. The slack had been taken up, and the handle showed evidence that the trip wire had been secured to the post. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the teeth were damaged. Marks observed on the ligator housing teeth suggest that the device may have been subjected to excessive force. This damage could have resulted either from the force applied during use or from the technique used by the physician when inserting the device into the patient. The damage to the teeth also impacted the functionality of the handle during band deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the ligator could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an internal hemorrhoid ligation procedure performed on (B)(6) 2024. During the procedure, the ligator could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.